Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unknown duration of time. No troubleshooting could be performed with tandem technical support because the customer had already removed the transmitter.